Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a lead for deep brain stimulation. It was reported there was high initial impedance at implant. No environmental/external/patient factors were observed that may have led or contributed to the issue. Troubleshooting included new screen cable, reseating the screen cable, adjusting depth stop tension, and repeating impedance measurement. It was stated the lead was immediately explanted and replaced with a new one. The issue was resolved at the time of the report, and the patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1ubxa) indicated normal functionality and found no anomalies (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.